Event description:
The patient was initially treated with a cook zenith endograft at (B)(6) on (B)(6) 2008. The pieces that were placed were a main body and two iliacs legs. No issue occurred with the initial procedure and the patient did fine. As of recent this patient did not want to go back to (B)(6), so went to (B)(6). The physician saw the patient and did a repeat CT and discovered a small contained distal type I leak on the left side where the common iliac before the internal iliac started to become aneurismal and was leaking about a centimeter around the distal end of the 24 diameter limb. There was no leak up into the sac or around any other part of the graft. The seal was still intact in the common iliac above this small leak, the family wanted to have this fixed after speaking with the doctor and they did not want it to get worse. The patient was brought into the operating room and the physician gained access on the left groin below the existing cut down. The physician was able to cannulate the internal from the same side and placed a balkin up and over 6fr sheath into the internal iliac. The physician then placed a 16 diameter amplatzer plug and occluded the internal iliac. Then, using a lunderquist wire, an iliac leg was placed from just below the bifurcation of the graft on the left side down past the internal iliac and into the external iliac a few centimeters. A follow up was run and there was no leak around the area and good flow from the graft down through the external iliac and occlusion to the internal.

Manufacturer narrative:
Event evaluation: still under investigation.